Event description:
A craniosynostosis reconstruction was performed on a patient using 1.5 rapid resorb contourable implant and screws. Patient had a pseudo meningocele, resulting in swelling of the head. Surgeon reported that the patient had a dural tear due to cerebral spinal fluid buildup. Surgeon notes pseudo meningocele and meningele tear are unrelated to implants. This is one of four reports for this event.

Manufacturer narrative:
Additional information was requested, however, returned questionnaire did not include this information. The device history record was reviewed and no complaint related issues were found. Product development noted that the synthes resorbable fixation system technique guide recommends use of a brain ribbon retractor between the inner cortical surface and the dura to prevent contact between the tap and dura. Literature shows that dural tear and csf leaks are complications associated with craniosynostosis procedures. Occurrence rates were reported as 5% and 2.5% respectively.